Event description:
Carefusion clinical practice consultant received a vague report from the nurses during a customer site visit that the secondary IV fluid bag containing electrolytes immediately flowed into the primary bag. No pt harm reported and no medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported secondary flowing into primary bag. The tubing had been sent to clinical engineering. Clinical engineering will not send in any product for investigation.